Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty positioning and removing the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The xience prox device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified coronary artery. During advancement of the 2.5 x 23 mm xience prox stent delivery system (sds) over the guide wire it would only advance a short distance (1-2 cm) when it became stuck on the guide wire. An attempt to remove the sds from the guide wire was not successful; therefore, the most proximal end of the guide wire was cut in order to remove the sds. The same guide wire and a new xience prox sds were used successfully to complete the procedure with no further difficulties. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.